Event description:
The pump was returned to the biomedical engineering department with a note that read: "pump is pumping less volume than it states. Set for 100 ml ivpb, stated 100 ml in dose end, but only scant amount infused." The medication infusing and the pump parameters were not available. There was no adverse patient event. Though requested, there was no further information available.